Event description:
The customer states that an axsym bhcg result of 0.31 miu/ml was generated on a patient sample that was tested at 1:50 dilution. The paitent tested at 1,917 miu/ml two weeks prior. An ultrasound was performed which did not show intrauterine pregnancy. The sample was retested at 1:80 dilution on axsym yielding a result of 54,240 miu/ml. The sample was sent to a reference laboratory for testing on bayer centaur method yielding a result of approximately 46,000 miu/ml. No impact to patient management was reported.